Manufacturer narrative:
This report is submitted on july 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and pain with and without device use. Reprogramming attempts were made; however, the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2018.

Manufacturer narrative:
This report is filed on october 25, 2018. (B)(4).